Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient and mentioned the devices were interfering so they put one device at one end of the house and the other at the other end and the scs communicator still went dead. Additional information was received from patient and mentioned that they think the dbs and scs are now interfering because they get not found when trying to connect to one device and the other is also on.